Event description:
Medtronic received information that during the attempted implant of this 29 mm transcatheter bioprosthetic valve, there was difficulty positioning the valve at the goal implant depth, and the valve dislodged out of position due to the patient's pre-existing aortic insufficiency. Subsequently, the valve was withdrawn, and a new 34 mm valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-29 (serial: (B)(6); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.